Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images were not sent for further review due to poor quality; patient presented with pain and signs of aseptic loosening of the femoral and patellar implant; very large intra-articular effusion noted, synovasure of fluid tested negative; "attempt to remove the hinge screw. This one is cold welded on the hinge."; necrosis of the internal femoral condyle and bone defects noted; femoral implant removed without difficulty; no sign of loosening or osteolysis of the tibia, left intact; new patella and femoral components placed without further complication. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00192. Medical product: femoral component option for cemented use only size d right item# 00588001402 lot# 64230855. Report source - (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and three months post implantation due to pain and loosening of the femoral and patellar components. During the revision, it was noted that the hinge screw was cold-welded with adjacent necrosis on the medial femoral condyle. The tibial components were left in place, and all other components were revised without complication.